Manufacturer narrative:
The customer accepted the time and materials (t&m) service agreement and the intuitive surgical, inc. (Isi) field service engineer (fse) replaced the universal surgical manipulator (usm). The system was tested and ready for use. The usm has been returned and evaluated by the failure analysis team (fa). Fa found the error in the system logs and was able to reproduce the issue in house. The pitch searchlight printed circuit assembly (pca) was found to be loose which could be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the pitch searchlight, replicating the reported event. The usm was then installed onto a psc fixture test platform (pftp) where usm automatic gain control (agc) current was found to be failing on the pitch searchlight. Once testing was completed, the pitch searchlight pca was retightened and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the pitch searchlight assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) found a nonrecoverable emergency-stop local (nel) error 32056 on universal surgical manipulator (usm) 2 in the logs. It was found that error 32056 went with the usm after usm 2 was swapped with usm 1. Then usms were swapped back. Usm 2 was defective. The fse communicated with the customer for the time and service (t&m) service arrangement in the next several days, but the customer did not accept the t&m service at that time.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the repeated recoverable error 32056 pointing to universal surgical manipulator (usm) 2 occurred. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Before calling the tse, the customer had power cycled the system twice, but the issue was not resolved. The tse advised the customer to disable usm 2; however, the customer was not able to disable the usm. Therefore, the surgeon elected to use another da vinci system to continue with the procedure. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional port. There was no patient injury.